Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of egm showed loss of capture and atrial plug. Rv capture threshold had increased. Fluoroscopy was suggested. No further information is available.